Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported fluctuation in sound quality and a decrease in speech understanding with the device over the last 2 weeks. There is no reported accident or trauma and no swelling or redness at the implant site noted. Re-implantation will be scheduled.

Manufacturer narrative:
Conclusion: although the recipient's perception was unsatisfactory, based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem as no failure or problem was detected. The investigation showed that the electronic circuit is functional. The electrodes have damage that is most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported fluctuation in sound quality and a decrease in speech understanding with the device over the first 2 weeks of (B)(6) 2018. There is no reported accident or trauma and no swelling or redness at the implant site noted. Re-mapping was attempted, but after a couple of hours with the new map the sound quality deteriorated again. The recipient was re-implanted.